Manufacturer narrative:
Update: block b5: describe event. Block c2/d10: concomitant product.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with urinary incontinence. Upon explant of the device, the physician tested the cuff component and identified a fluid leak in the cuff suspected to be due to the age of the device. A new aus was implanted. There were no additional patient complications reported.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) presented with recurring incontinence. It was noted that there was a fluid loss in the cuff. A new device was placed, and no other patient complications were reported.